Event description:
It was reported to boston scientific corporation that a rx locking device with biopsy cap was used during an endoscopic retrograde cholangiopancreatography procedure. According to the complainant, during the procedure, the physician was unable to pass a stent via the biopsy port of the scope; other instruments/equipment had been able to pass. The physician noticed what appeared to be a white plug down the biopsy port of the scope. The physician removed the white plug and continued the procedure. Despite numerous attempts, boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown. (B)(4) for the reported event of the biopsy cap sponge being pushed out into the scope. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.